Event description:
(B)(6) study. It was reported that an in-stent re-occlusion occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) and was 80% stenosed. The lesion had a proximal reference vessel diameter of 5.5mm and a distal reference vessel diameter of 5.5mm with a lesion length of 50m. The lesion was classified as a tasc ii a lesion. The target lesion was pre-dilated. A 6mm x 60mm eluvia stent was selected for the treatment of the lesion. Following post dilation, the residual stenosis was noted to be 10%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, 1118 days post index procedure, the subject presented to the site for a scheduled 36-month follow-up visit. The subject presented symptoms of severe difficulty in walking after climbing three flights of stairs and was unable to walk one block at an average speed. On arrival, rutherford classification was 2 (moderate claudication) and ankle brachial index was 0.4 on the right. Duplex ultrasound was performed as a diagnostic measure. The subject was diagnosed with an in-stent re-occlusion in the right sfa. At the time of reporting, the even was considered to be ongoing. No action was taken to treat the event post diagnosis.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: age at time of enrollment was 75 years. E1: initial reporter facility name: university heart center freiburg-bad krozingen gmbh.

Event description:
Eminent clinical study: it was reported that an in-stent re-occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2018 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) and was 80% stenosed. The lesion had a proximal reference vessel diameter of 5.5mm and a distal reference vessel diameter of 5.5mm with a lesion length of 50m. The lesion was classified as a tasc ii a lesion. The target lesion was pre-dilated. A 6mm x 60mm eluvia stent was selected for the treatment of the lesion. Following post dilation, the residual stenosis was noted to be 10%. On (B)(6) 2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, 1118 days post index procedure, the subject presented to the site for a scheduled 36-month follow-up visit. The subject presented symptoms of severe difficulty in walking after climbing three flights of stairs and was unable to walk one block at an average speed. On arrival, rutherford classification was 2 (moderate claudication) and ankle brachial index was 0.4 on the right. Duplex ultrasound was performed as a diagnostic measure. The subject was diagnosed with an in-stent re-occlusion in the right sfa. At the time of reporting, the even was considered to be ongoing. Per edc, no action was taken to treat the event post diagnosis. It was further reported that, (B)(6) 2022, the event was considered to be resolved with sequelae.

Manufacturer narrative:
A1. Patient identifier: (B)(6). A2. Age at time of event: age at time of enrollment was 75 years. E1. Initial reporter facility name: (B)(6).

Event description:
Eminent clinical study . It was reported that an in-stent re-occlusion occurred. The subject was enrolled in the eminent study on 07-nov-2018 and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) and was 80% stenosed. The lesion had a proximal reference vessel diameter of 5.5mm and a distal reference vessel diameter of 5.5mm with a lesion length of 50m. The lesion was classified as a tasc ii a lesion. The target lesion was pre-dilated. A 6mm x 60mm eluvia stent was selected for the treatment of the lesion. Following post dilation, the residual stenosis was noted to be 10%. On 08-nov-2018, the subject was discharged with antiplatelet therapy. On (B)(6) 2021, the subject presented to the site for a scheduled 36-month follow-up visit. The subject presented symptoms of severe difficulty in walking after climbing three flights of stairs and was unable to walk one block at an average speed. On arrival, rutherford classification was 2 (moderate claudication) and ankle brachial index was 0.4 on the right. Duplex ultrasound was performed as a diagnostic measure. The subject was diagnosed with an in-stent re-occlusion in the right sfa. At the time of reporting, the even was considered to be ongoing. Per edc, no action was taken to treat the event post diagnosis. It was further reported that, 1237 days post index procedure, the subject presented with symptoms of advanced pain at rest in both limbs, more pronounced on the right. The pain initiates in the right lower extremity, particularly in the calf region, after walking for about a distance of more than 100 meters. The subject was hospitalized for further treatment and evaluation. Physical examination revealed cold forefeet on both sides and foot pulses were not definitively palpable. On arrival, rutherford category was 4 on both limbs. Pre-interventional angiography revealed diffuse sclerosis of the sfa, severely stenosed from the origin, then completely occluded from the middle segment including the stent in the distal segment as well as the transitional area to the popliteal artery (ppa). The subject was diagnosed with in-stent re-occlusion of the right sfa with fontaine stage iii. Based on the findings, the subject was recommended to undergo revascularization procedure. The next day, 100% stenosis in right mid to distal sfa involving ppa with lesion length of 240 mm and reference vessel diameter of 6 mm was treated with recanalization of the occlusion, then dilation using a 3 mm x 40 mm non-boston scientific (bsc) balloon was performed, which was substituted with 6f non-bsc guidewire to carry out extensive rotational thrombectomy. This resulted in restoration of the flow, though evidence of smaller residual in-stent thrombi were observed. Hence, 5 mm x 120 mm and 5 mm x 150 mm ranger drug coated balloons were dilated from the origin up to and including p1 segment of the popliteal artery. Due to the small residual in-stent thrombi, 6 mm x 60 mm smart stent was placed to some extent also as stent-in-stent. The following day, ankle brachial index (abi) at rest was 0.8 on right and 0.8 on left. Electronic segment oscillography on right revealed normal upper leg, calf and ankle. On the same day, color duplex ultrasound revealed superficial femoral artery with strong biphasic perfusion and no stenosis of the popliteal artery on the right. Of note, during the course of hospitalization, color duplex ultrasound revealed severe stenosis in the left sfa for which the intervention was planned on a later date. The following day, the event was considered resolved and the subject was discharged on the same day with recommendation to continue medication.